Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that an intra-aortic balloon (iab), after being in use for 24 hours with no problems, was unable to measure the blood pressure with the transducer. The physician removed the iab. Patient outcome is good. There was no patient death, injuries or complications reported. There was no medical/surgical intervention required.